Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes customer experience blood pooling in the stopper well. The following information was provided by the initial reporter. The customer stated: we have found that blood pooling on top of vacutainers, it is happening again. I already complained about this in 2018 and it was resolved, but unfortunately has recommenced. It happens with the 21gx1" needles more so than the22g. This is a health and safety issue and needs resolving.

Manufacturer narrative:
H.6. Investigation summary: bd received [3] photos for investigation. Evaluation of photographs indicated sstii, citrate and edta tubes with larger than expected drops of blood in the stopper well. 10 retained tubes from the same lot number were, drawn with water, using bd multi-sample needles and single use holders. All tubes drew satisfactorily, with only miniscule droplets of blood visible in the stopper wells. Bd was able to duplicate or confirm the customer¿s indicated failure mode because the defect was evident in the photograph attached. Bd was not able to identify the exact root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.